Manufacturer narrative:
Additional information was received on october 5, 2017. The foot pedal was not used. The user could stop ablation by hitting stop on the generator. The patient was under local anesthesia. The physician cancelled the procedure because they felt the equipment was not working properly. The patient did not require extended hospitalization due to a medical condition caused by procedure cancellation. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a stockert 70 system and the generator went on ablation and did not turn off. The screen of the remote blanked out. The generator was powered off and back on but issue remained. Therefore, the case was cancelled. There were no patient consequences. Since the generator did not turn off when desired, this causes potential risk to the patient.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a stockert 70 system and the generator went on ablation and did not turn off. The device was evaluated and no error was found. Device is within specification. The device was subjected to replacement of nis as precaution, preventative maintenance, safety and functional testing was performed and all tests passed. No malfunction was found on the device. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. (B)(4).